Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to customer's blood glucose. Reportedly, customer resumed pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Manufacturer narrative:
Correction: b3. B5: multiple intermittent occlusion alarms occurred. Customer's blood glucose level was 459 mg/dl. Correction: b3. B5: multiple intermittent occlusion alarms occurred. Customer's blood glucose level was 459 mg/dl.